Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: customer returned (1) bd blue/black safe-clip from lot # 7177532. Customer states that they think the clipper is full. Returned safe clip was examined under microscope and the cutting hole was observed to be clear. The sample was tested and was able to cut needles properly without any observed defects. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd needle clipping device safe clip¿ the safe clip was not clipping the needle. Foreign complaint the following information was provided by the initial reporter: the mother of the patient reports that since she has had her needles removed from the side of the product, she is asked if it has fallen and says no, she thinks it is full. The material number is 328235 and the batch number is 7177532.